Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced with a new lead on (B)(6) 2025. There were no patient consequences.